Event description:
Received information from affiliate: "right eye; keratitis, edema of the cornea, pannus cornea. Damage of the eye caused by contact lenses. Root cause: missing control on the part of an ophthalmologist and lack of knowledge about necessity of regular checkups by an ophthalmologist. Missing preliminary investigation in order to clarify whether the pt could wear contact lenses. Oexygen deficiency of the cornea."